Event description:
It was reported via literature that a transient ischemic attack and thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman laa closure device with delivery system (wds). The patient underwent a transesophageal echocardiogram (tee) 45 days after laa closure without evidence of any peri-device leak or thrombus. The patient was on apixaban for initial 45 days after the procedure, and was not on any antiplatelet. However, the patient never got follow up tee at six months due to other health issues and failed to follow up. Approximately 486 days post procedure, the patient presented at the emergency department with expressive aphasia. 30 minutes after admittance to the emergency department, the symptoms of aphasia resolved. The patient underwent computed tomography and magnetic resonance imaging which revealed no intracranial bleeding but did show chronic ischemia and a previous lacunar infarct. A transesophageal echocardiogram revealed a thrombus measuring 1.5cm by 0.8cm on the atrial face of the closure device. Following the administration of a heparin infusion, the patient was transitioned to apixaban. After 48hrs of monitoring, the patient was discharged. The patient returned for follow up after one month with no further stroke-like symptoms. As the patient's symptoms resolved, the patient declined to have a repeat tee to evaluate the status of the thrombus.

Manufacturer narrative:
Date of event - estimated as 12apr2022 as this was the date of publication. Literature citation: hussain k m, jain a, ahmad n t, et al. (April 12, 2022) transient ischemic attack secondary to device-related thrombus after left atrial appendage closure. Cureus 14(4): e24073. Doi 10.7759/cureus.24073.